Event description:
Subsequent to the initial MDR, additional information was received on 05/05/2026. It was reported that an alert/notification settings issue occurred. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 03/05/2026 at 10:46 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2026. There were no valid bg calibrations attempted during the sensor session. On the day of the reported event (03/09/2026) there were several glucose alerts with each one acknowledged by the user. All alerts were found to have performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. Voluntary MDR/medwatch report number mw5185787.

Event description:
A voluntary MDR/medwatch report was received on 04/17/2026. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to information submitted via the maude database on 03/09/2026, a pediatric patient experienced an issue involving alert and notification settings. No hypoglycemia alert was reported, and the patient began to feel hypoglycemic. The device did not alert any configured followers by the time the patient reported feeling shaky. At that time, the continuous glucose monitor (cgm) reading was 57 mg/dl and trending downward. The reporter stated that the cgm was communicating with an omnipod insulin pump, which suspended insulin delivery for over an hour; however, no alert or alarm was generated. The lack of alert reportedly resulted in the patient experiencing seizures and becoming unconscious and unresponsive. At the time of the report, the patient was reported to be stable and recovering. Additional attempts were made to obtain clarification and further details regarding the event; however, no response was received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.